Event description:
Procedure: lap chole. According to the reporter: the surgeon was pulling the specimen bag through the abdominal wall and the endo bag split open. Surgeon felt that the bag was weaker than normal. Another device was used without further consequences. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as fine. The device is not being returned, it was discarded by the customer.

Manufacturer narrative:
(B)(4).